Event description:
It was reported that a false positive for the sars-cov-2 n1 gene was produced on the bd max¿ system, bd max¿ instrument. Repeat testing confirmed the results were negative. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "one of our bd max instruments ((B)(6)) was recently repaired however problems still persist. I¿ve noticed a number of unr results for entbac tests and also a number of sars cov2 false positive results for the n1 gene. This has resulted in several failed runs and caused the delay of issuing laboratory reports as well as the increased expense of repeated tests."

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result and "unresolved results". Customer reported that they had an increase in unr for entbac test and increase in sars-cov-2 false n1 positive. Aquilant field service was dispatched. Field service replaced a side heater mux and performed qpm. Qpm results show two pcr heater warning error. Instrument was returned to the customer with those lanes blocked. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 17oct2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in may 2021, the instrument had an issue with unr, in which field service cleaned the reader, performed drawer alignment, and cleaned both heater mux boards. Sample returned analysis consisted of review of qpm results. The results of the qpm shows 2 evaluate results for pcr heater failure, which confirmed that the heater mux failed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatched. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. H3 other text : see h10.

Event description:
It was reported that a false positive for the sars-cov-2 n1 gene was produced on the bd max¿ system, bd max¿ instrument. Repeat testing confirmed the results were negative. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "one of our bd max instruments (ct1452) was recently repaired however problems still persist. I¿ve noticed a number of unr results for entbac tests and also a number of sars cov2 false positive results for the n1 gene. This has resulted in several failed runs and caused the delay of issuing laboratory reports as well as the increased expense of repeated tests."

Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.